Event description:
It was reported that during preventive maintenance performed by the getinge field service engineer (fse), the cardiosave intra-aortic balloon pump's (iabp) touchscreen was failing calibration. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields:b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. The following investigation was performed by technician of the maquet failure analysis and testing dept. The failure analysis and testing dept. Received part number with a reported unit failure of failing touch screen calibration. The failure analysis and testing dept. Installed into the cardiosave test fixture and tested the touch screen to factory specifications per procedure and the cardiosave service manual. The fat dept. Performed the touch screen calibration. The touch screen would not calibrate. The fat dept. Confirmed the complaint of the touch screen failing calibration. The touch screen failed testing. Retaining the touch screen in the fat dept. The fse replaced the touchscreen and recalibrated. The unit passed all functional and safety tests in accordance with the manufacturer's specifications.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d9 (return to manufacture date), g3, g6, h2, h11 corrected fields: h6 (investigation conclusions).